Manufacturer narrative:
The medical center has not yet returned for analysis the impella pump product. Upon completion of the investigation, a final report will be forthcoming. Of note in the IFU: "potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The medical center had an impella 5.5 delivered via direct access for a surgical bypass (CABG) patient who was failing to come off the bypass. As the patient's condition was poor, the team also delivered ECMO to the patient and a protek duo rvad. The patient was found to have a pulmonary artery injury and was taken to the or. While in the or the team was manipulating the heart and found to have a left ventricle (lv) perforation. The allegation of the 5.5 pump causing or contributing to the lv perforation could not be denied. The patient expired.

Manufacturer narrative:
The investigation into the reported death has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that unintended user error was the most likely cause of the death. Based on the discussion with the clinical staff and medical affairs, the cause of the ventricle perforation was most likely use related and related to manipulation of the heart. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿